Manufacturer narrative:
The root cause of the failure was attributed to a user related issue. The existing failure pattern indicates that the drill broke in an overload condition. Indications for material or manufacturing related failures were not found in the investigation.

Event description:
During an orbital floor fracture case, the tip of the instrument snapped off.